Event description:
A report was rec'd that the catheter came off the cone adapter during the first suction. There was no pt injury or medical intervention. Kimberly-clark / ballard medical has no independent knowledge of the event reported, but is relaying the info that was provided where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
Visual evaluation of device confirmed catheter was disconnected from the cone adapter. This component bond area is considered a potentially critical bond area where ventilator air can escape. If the end user is not aware of the breach and the ventilator alarm does not sound, then serious issue can occur. Facility unable to confirm actual lot number. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.